Event description:
It was reported that the patient had lost a lot of weight and needed to have both pockets revised as the stimulators were protruding and causing discomfort. The physician was targeting (B)(6) 2015 for a revision date, but it was not officially ¿in the books.¿ longevity was provided for the devices as well ¿ the device for the cervical area had an estimated longevity of 76 months. The device for the thoracic area had an estimated longevity of 37 months. The patient used both devices 16 hours a day. As of (B)(6)2015, the date had not yet been confirmed but the revision would occur. The patient was doing fine/well with her therapy, as there were no significant needs to change her current programming. Additional information regarding the revision and the outcome was requested, if received, a follow up report will be sent. The patient has bilateral devices. See MFR 3004209178-2015-10346 for the report related to the other device.

Manufacturer narrative:
Concomitant medical products: product ID: 37702 lot# serial# (B)(4) implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4) product type: programmer, patient. Product ID: 3708120, serial# (B)(4) implanted: (B)(6) 2012, product type: extension. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2012, product type: lead. Product ID: 355028, lot# n316548, implanted: (B)(6) 2012, product type: accessory. Product ID: 355531, lot# n316893, implanted: (B)(6) 2012, product type: screening device. Product ID: 355028, lot# n325372, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2012, product type: lead. Product ID: 3708120, serial# (B)(4) implanted: (B)(6 ) 2012, product type: extension. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2012, product type: lead. Product ID: 355028, lot# n316548, implanted: (B)(6) 2012, product type: accessory. Product ID: 355028, lot# n325712, implanted: (B)(6) 2012, product type: accessory. Product ID: 355531, lot# n328053, implanted: (B)(6) 2012, product type: screening device. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2012 product type: lead. (B)(4).